Manufacturer narrative:
The product was not returned for analysis. Only photo and video were returned. Plunger underride was observed on the returned photo and video. Photo review: returned photo shows an activated company device. The plunger is advanced outside of the nozzle tip and appears to be advanced under the lens. The lens is present in the lens bay. Returned video shows an activated company device. The reporter is pressing the lever. The plunger is already fully advanced outside the nozzle tip and is advanced under the intraocular lens (iol). The lens is present in the lens bay. Additional information: the complainant indicates the use of non-company viscoelastic which is not qualified for use with the associated product. Based on our observations of the returned photo, the plunger is extended beyond the nozzle tip and appears to be advanced under the lens. According to the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the customer states the use of a non-qualified viscoelastic. The use of an unqualified ophthalmic viscosurgical devices (ovd) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, when the iol was inserted into the capsular bag, the blue plunger moved forward without pushing the iol, noticed a tear in the haptic. The procedure was completed on same day by using unspecified replacement lens. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).